Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the left cylinder was found. The pump and both cylinders were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were microscopically inspected and had wear at fold in the proximal end, middle, and distal end of the cylinder. Cylinder one had a hole at corner of a fold in the middle of the cylinder. Cylinder one did not pass the leak test. Cylinder two passed the leak test. Momentary squeeze (ms) pump kink resistant tubing (krt) was microscopically inspected and were worn to the filament. The ms pump passed leak test, but did not pass the activation tests. Based on the information available, the leak in cylinder 1 could affect the product performance.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the left cylinder was found. The pump and both cylinders were explanted and replaced. No patient complications were reported.